Event description:
The MFR received info alleging a "service required" alarm condition occurred on a ventilator. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a service required alarm associated with the device's oxygen blending module was found in the ventilator's downloaded error log. The device was recalibrated to address the issue. A high temperature alarm was also noted in the log. The high temperature alarm was due to an increased air temperature. This alarm is designed to alert the user of rising temperatures in the device. The temperature alarm appears to have been caused by the use conditions at the time the alarm was generated. There was no fault in the device associated with this alarm. Recalibration.